Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up on (B)(6) 2018, the device was found to be no longer sensing r waves. A chest x-ray was performed and the rv lead is found to be completely dislodged and the device itself flipped. The device is programmed off for pacing and tachy therapy. It was noted that the patient is a twiddler. On (B)(6) 2018 the lead was removed and replaced. The device remains implanted. The patient is stable before, during and after the procedure.